Event description:
Customer reported that during an infusion, the nurse detected a backflow during use. An internal visual check of the device doesn't reveal problem. An analysis of the history log was done. The event date is (B)(6) 2016 but the infusion started on (B)(6) 2016 at 16h50 with a programmed flowrate of 10 ml/h. The infusion was stopped on (B)(6) 2016 at 13h58. Total infused volume is 467ml. Between the start and the end of this infusion, a replacement of bag or tubing set can be seen on (B)(6) 2016. The flowrate was re-selected at 10 ml/h. No occlusion alarms are triggered during all this infusion. At starting infusion, pressure level setting is at the maximum level 750 mmhg and the dynamic pressure system wasn't activated for pressure increase supervision. This device is conforms to its specifications and no technical cause can be identified compared to the complaint.